Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked at the connection to a minicap. The patient stated that the ¿minicap did not get completely tight¿ which resulted in a leak of ¿liquid¿. This occurred during use for peritoneal dialysis therapy. The minicap was changed and the issue was resolved, however, it was not reported if the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.